Event description:
During a routine hemodialysis treatment, pt became unresponsive, 911 was called and operator ended treatment without rinsing back blood resulting in an estimated 190cc blood loss. Pt was admitted for a fibrillation and a pacemaker was placed. On (B)(6) 2012 during a routine hemodialysis treatment, operator was unable to rinse back blood due to clotting and resulting in an estimated 190cc blood loss. Hb on (B)(6) 2012 was 10.74; hb on (B)(6) 2012 was 9.9; epogen was increased from 3000 units/week to 4000 units/week. No other medical intervention provided for the blood loss.

Manufacturer narrative:
No evidence of a device malfunction. The pt event on (B)(6) 2012 and subsequent hospitalization was not attributed to the device but related to pt's known cardiac history. The pt's standard epogen dose was increased due to a decrease in hemoglobin. Nxstage medical considers this report closed.